Manufacturer narrative:
During product evaluation performed by service, the reported problem could not be duplicated. All functional checks and tests were completed per procedure, and the unit operated within specifications. No anomalies were observed that matched the complaint description, and the issue could not be confirmed. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Event description:
A user facility in france reported that the stellaris shut down during use. Another stellaris was used to finish the surgery. There was no impact on the patient.